Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) verified the malfunction in the memory but the fse was not able to duplicate the problem. The device passed all testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator display went blank and alarmed. A nurse noticed the screen was blank and contacted the respiratory therapist (rt). When the rt arrived to evaluate the device, the display had reset and was functioning. The patient was then transferred to another ventilator without harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device. The cse identified error codes associated with a loss of graphic user interface (gui) communication and then resuming of gui communication. The cse ran all testing and all tests passed. The device was determined to be safe to use and was placed back in service.